Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system failed mechanical tests. The system was displaying error initializing collimator on the pendant. The system was in stand alone mode and the logs showed multiple attempts to turn on motor voltage. The power enclosure was also intermittently failing. The power enclosure was replaced and the system was operational. The imaging system then passed the system checkout and was found to be fully functional. The collimator was returned unused and the power enclosure is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when the image acquisition system (ias) was being turned on, they were receiving an error initializing the collimator on the pendant. Technical services (ts) had them reboot and the issue was not resolved. The detector is the part that was not initializing. It continued to try to home itself, but then stopped and the error popped up. There was no patient present when this issue was identified.

Manufacturer narrative:
The power enclosure was returned to the manufacturer for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. The power conversion enclosure passed bench test. They installed it on a known working system for several days with multiple power cycles without any issues. Motion, x-ray and generator readied. Communication and charging were successful. 2d and 3d images were acquired successfully. Function testing passed. No failure found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis. If information is provided in the future, a supplemental report will be issued.